Manufacturer narrative:
According to the hospital, the unit was returned to service with no service being performed on the unit. Patient information could not be obtained due to country privacy laws. (B)(6).

Event description:
The hospital reported that, during a case, the unit alarmed, and the screen blanked out, followed by random characters appearing on the screen. The clinician reportedly rebooted the machine, resolving the reported complaint. There was no reported patient injury.